Manufacturer narrative:
This supplemental correction report was created to capture the additional information received which indicates that the pacemaker undersensing was due to the patient having recently undergone a coronary artery bypass grafting procedure. This observation no longer meets the definition of malfunction as it was confirmed that the device was performing as intended. Amending MDR decision to MDR=no report.

Event description:
It was reported that this pacemaker exhibited ventricular undersensing as noted on the presenting rhythm with right ventricular intrinsic pacing measuring less than the sensitivity setting. As of this time, this pacemaker remains in service. No adverse patient effects were reported. Additional information indicated that the pacemaker undersensing was due to the patient having recently undergone a coronary artery bypass grafting procedure. The cause of the low amplitude was unknown. Subsequently, the sensitivity was adjusted.

Event description:
It was reported that this pacemaker exhibited ventricular undersensing as noted on the presenting rhythm with right ventricular intrinsic pacing measuring less than the sensitivity setting. As of this time, this pacemaker remains in service. No adverse patient effects were reported.